Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Initial reporter: sales supervisor. Information regarding PMA/510(k): k200972. Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. The photos of the device show the handle with the on/off switch in the "on" position and activated as well as one of the provided catheters which does not contain any powder or present with any kinks or bends. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used hemospray endoscopic hemostat. After two sprays of hemospray inside the patient, the hemospray did not expel any more powder. They checked if the catheter was clogged but there were no signs of clogging noted. They tried pressing the hemospray button several times, but no powder was deploying. They turned the carbon dioxide (co2) activation knob on the opposite direction expecting to hear "co2 gasp", but they did not hear any. They ended the procedure by using epinephrine injections. A section of the device did not remain inside the patient¿s body. The patient required epinephrine injections due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.